Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the product was not implanted. Section d6b, if explanted, give date: not applicable as the product was not implanted. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following was reported regarding the johnson (jnj) glaucoma shunt. The surgeon said that the product feels different and asked if the material had changed. The surgeon recently severed a shunt while tying with a suture and has never had this happen before. What the surgeon found most concerning is that after she tied off the tube, when she then injected balance salt solution (bss) into the tube, it swelled up, expanded like an inner tube. "That never happened before". No further information was provided.